Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited intermittent issues with inflation, deflation, and pump collapse. At times it would inflate and deflate successfully but at other times the pump bulb would dimple or stay collapsed. Troubleshooting was attempted in the clinic following which the existing pump was removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited intermittent issues with inflation, deflation, and pump collapse. At times it would inflate and deflate successfully but at other times the pump bulb would dimple or stay collapsed. Troubleshooting was attempted in the clinic following which the existing pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to the initial MDR in block h7.